Manufacturer narrative:
The investigation into the purge leak ¿ pump issue has been completed since the original report was filed. The device was not returned for investigation. The origin of the leak cannot be confirmed without the returned product. The cause of the purge leak issue was not determined since product was not returned and sufficient clinical details was not provided.

Event description:
The user facility reported a 49-year-old female in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The complainant reported that a purge leak occurred inside the red plug and could not be resolved by bypass or any other means. Recommendation was given to replace the pump due to safety issues and pump functionality being compromised. The pump was replaced.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿